Manufacturer narrative:
Although requested, additional information regarding the complaint has not been provided and the cause of the complaint is not known. Should additional information become available, a follow-up MDR shall be submitted.

Event description:
A customer reported that their AED battery was depleted. They reported that this did not occur during patient use.